Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that catheter tip was splitting during use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: at the time of placing the device on the patient, they realized that the tip of the needle was flowery. The nursing staff reports that the device comes out "flowery" since the hose comes out on the other side, which prevents the liquid from passing. It does not report any harm to the patient since it is not possible to channel with this device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter tip was splitting during use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: at the time of placing the device on the patient, they realized that the tip of the needle was flowery. The nursing staff reports that the device comes out "flowery" since the hose comes out on the other side, which prevents the liquid from passing. It does not report any harm to the patient since it is not possible to channel with this device.